Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy not firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue. The isi fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the erbe involved with this complaint and performed failure analysis (fa). The fa confirmed and reproduced the reported issue. The erbe was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The visual inspection shows the erbe heat sink has scratches. The complaint regarding monopolar energy not firing was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure.

Event description:
It was reported that during a ventral hernia ipom da vinci-assisted surgical procedure, the operation room (or) nurse contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the monopolar energy was not firing. The operating room (or) nurse confirmed the ground pad was placed and detected. The monopolar energy activation cable was changed, and the issue persisted. No additional monopolar instrument was installed, and the surgeon finished the case with bipolar energy. The isi tse reviewed the logs and found several integrated electrosurgical unit erbe (erbe) generator faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed with the same erbe generator with bipolar energy.

Manufacturer narrative:
Additional information was obtained from the original equipment manufacturer (OEM). Troubleshooting led to a malfunctioned cpu sensorik printed circuit board and once replaced, the reported error ceased. Additional observation not related to the reported issue was also found: the heat sink and top cover had discoloration and scratches respectively.

Event description:
Refer to h10/h11 for follow-up information.